Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) stated that one of the electrodes in the system was broken. The patient clarified that the device was programmed so that the broken electrode was not used. A magnetic resonance imaging (MRI) eligibility form was reviewed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 37603 lot# serial# (B)(6) implanted: (B)(6) 2020: product type implantable neurostimulator product ID neu_unknown_lead lot# serial# unknown: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.